Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup inserter. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Review of the early product surveillance survey noted that the "medial blunt retractor needs to be widened, anterio pointed holman widened for better soft tissue reaction. Assembly of cup inserter is complicated for tech.